Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.